Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was noted that the ipg was too big. The patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively.